Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was residue on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (residue on lens). Claim # (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens exchange) conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.96mm)] (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -11.5 into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a longer lens due to low vault. The problem was resolved.